Event description:
The manufacturing representative reported that one of their patient¿s received an out of regulation (oor) message on the patient programmer. Sometimes it did not manage to increase the intensity whereas before it could without a problem. The patient was very satisfied with the stimulation he has had for many years. Review of the data by technical services indicated the programmed settings for the ins were not considered to be high enough to trigger the oor by itself. Based on the impedances, there was no short circuit in the system. It was expected that a combination of too many active electrodes caused to the group impedance to be lower than 300 ohms, and the oor was triggered when the patient tried to increase the amplitude. Additional information from the manufacturer representative reported the stimulation was turned off and on, and then increased again. However, this did not resolve the issue. The manufacturer representative was going to try to reprogram the ins and use fewer active electrodes if possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that the implantable neurostimulator (ins) had been reprogrammed by removing a pad. Reprogramming the ins with fewer electrodes resolved the issue.